Manufacturer narrative:
The pump was returned, and analysis found coring, tears and/or cuts in the seal of the catheter sc connector, meeting leak criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 08-jul-2013, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (15 mg/ml, 10 mg/day) and bupivacaine (5 mg/ml, 3.3 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient was in for a routine end of life (eol) pump exchange, and the doctor was unable to aspirate the catheter. The doctor replaced the catheter and wanted to have it analyzed to see why it wouldn't aspirate. The issue was resolved and the patient status was "alive - no injury" at the time of this report. The cause of the inability to aspirate was unknown. There were no reported symptoms. The patient¿s medical history included lung disease. No further complications were reported.